Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope (B)(4). In the event reported the user stated the borescope test found scratches inside the insertion tube. The event timing is was during biomed inspection. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model (B)(4) us is available in the USA with a 510k number (B)(4). The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: operation channel primary slice by accessory; passed dry leak test; passed wet leak test; hole in # 1 remote control button cover; insertion tube mild discoloration at stage 2; insertion tube mild discoloration at stage 1; customer complaint confirmed; remote control button cover cracked. The device is in the process of being repaired where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.